Manufacturer narrative:
H4: the device was manufactured from june 17, 2022 - june 21, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused medication to the patient. It was observed that the devices had not fully delivered the medication dose. The devices were filled with piperacillin/tazobactam 13.5g. There was no report of patient injury or medical intervention associated with this event. No additional information is available.